Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair, the surgeon experienced some difficulty with the use of the omnispan system. It appears that the 1st omnispan fastener fastener deployed correctly; however, the 2nd fastener would not deploy; surgeon cut the suture and removed the fastener. Surgeon discarded the applier and employed another same device with the same negative results. At this point the meniscus had sustained enough damage that the surgeon deemed it un-repairable and performed a menisectomy for remedy. Two appliers being returned, however, the fasteners were discarded at the user facility. Also see associated mdrs 1221934-2012-00329, 1221934-2012-00330 and 1221934-2012-00331

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.

Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair, the surgeon experienced some difficulty with the use of the omnispan system. It appears that the 1st omnispan fastener deployed correctly; however, the 2nd fastener would not deploy; surgeon cut the suture and removed the fastener. Surgeon discarded the applier and employed another same device with the same negative results. At this point the meniscus had sustained enough damage that the surgeon deemed it un-repairable and performed a menisectomy for remedy. Two appliers being returned, however, the fasteners were discarded at the user facility. Also see associated mdrs 1221934-2012-00329, 1221934-2012-00330 and 1221934-2012-00331

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, nothing has been received. For the complaint catalogue device 228142, no lot number could be supplied, which precludes conducting a batch review; however, for complaint catalogue item 228143, lots 3638594 and 3638595 batch record reviews have been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that both of these batches of product were processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for these lots of devices that were released to distribution. We cannot discern a root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.